Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with bilateral salpingectomy scheduled') and endometrial ablation ('uterine ablation') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "coils damaged during uterine ablation". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy scheduled). Essure was removed on (B)(6) 2018. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: the coils where they trail into the uterus are the comua can be damaged during a uterine ablation. We have seen imagines of coil that appear to be melted after and her grabbing the end of the coil during d&c. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received : reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with bilateral salpingectomy scheduled') and endometrial ablation ('uterine ablation') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "coils damaged during uterine ablation". On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy scheduled). Essure was removed on (B)(6)2018. At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: the coils where they trail into the uterus are the comua can be damaged during a uterine ablation. We have seen imagines of coil that appear to be melted after and her grabbing the end of the coil during d&c. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. On 28-jan-2020: fu2 & 3 processed together : pif received: reporter was added, essure insertion and removal date was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with bilateral salpingectomy scheduled') and endometrial ablation ('uterine ablation') in a female patient who had essure inserted. Other product or product use issues identified: device physical property issue "coils damaged during uterine ablation". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy scheduled). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: the coils where they trail into the uterus are the comua can be damaged during a uterine ablation. We have seen imagines of coil that appear to be melted after and her grabbing the end of the coil during d&c. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.